Event description:
It was reported that the left ventricular (lv) lead was explanted due to high capture thresholds. It was suspected that the high capture thresholds were due to suspected dislodgement. Additionally, it was mentioned that there was poor morphology. However, when the lead was being explanted, the lead was still implanted. Another lead was implanted in the left bundle position. No additional adverse patient effects were reported. The lead remains in hospital possession.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Testing was also done to assess the outer insulation integrity. Testing found that there was electro-cautery damage.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to high capture thresholds. It was suspected that the high capture thresholds were due to suspected dislodgement. Additionally, it was mentioned that there was poor morphology. However, when the lead was being explanted, the lead was still implanted. Another lead was implanted in the left bundle position. No additional adverse patient effects were reported. The lead remains in hospital possession. Subsequently, the lead was returned for analysis.